Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, when the physician stapled the tissue and tried to fire, the device could not fire.